Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was receiving assistance with the priming process. Customer would not confirm if she was disconnected from insulin pump. It was believed that caller was still connected and the paramedics were called. Customer's spouse came home and assisted and confirmed that customer's blood glucose was 28 mg/dl, which was treated with juice. Customer received assistance and spouse requested that call to ambulance be canceled. Spouse reported that incidence occurred often and he knew what to do.